Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the rx trek information for use (IFU): note the use by date specified on the package. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a distal left anterior descending coronary artery intervention, a 1.5x12mm mini trek balloon dilatation catheter was used after device expiration. The date of use was (B)(6) 2014 and the expiration date was 30-apr-2014. There was no treatment provided. There was no adverse patient effect or a clinically significant delay in procedure reported. No additional information was provided.